Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned low battery alerts after new batteries were installed. Caller reported that the customer's blood glucose had recently been over 400 mg/dl. Blood glucose level was 400 mg/dl at the time of the call. Caller reported that the high blood glucose level was treated with a bolus. No further information was provided.